Event description:
It was reported that the customer passed away. The cause of death was hyperglycemia. The customer was wearing the insulin pump at the time of death. The customer's wife stated that an issue with the infusion set caused the event. The customer's wife declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.